Manufacturer narrative:
Stryker evaluated the internal paddles and found that one of the wired coming off the shock switch assembly is crushed and open. This was the cause of the reported issue. The customer received replacement internal paddles and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not deliver a shock using the internal paddles. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The internal paddles were not returned for evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not deliver a shock using the internal paddles. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.